Manufacturer narrative:
Product complaint#: (B)(4). D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. H6. Component code: g07002 - device not returned. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. It was found that the needle tip about 3mm was still in place for postoperative x-ray and not removed. Can you identify the lot number of the product used? Unk. Did any needle piece fell into the patient? If yes, yes. What was done to retrieve the broken piece? For example, switched to and open procedure, second surgery? It was found by postoperative x-ray that the tip of the needle which is about 3 millimeters in diameter had remained. It was left in place without being removed. The treatment was finished for now with this. This report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent an unknown orthopedic procedure on an unknown date and barbed suture was used. During surgery, the needle was broken. The issue has occurred, but the details are unknown at this time, so will be added as additional information becomes available. It was not a control release needle. Additional suture was performed to complete the case. No adverse patient consequences were reported. Additional information was requested.